Event description:
It was reported that the patient received inappropriate hv therapy for post-sensed t-wave oversensing due to small r wave amplitude and for supraventricular tachycardia with rapid ventricular response. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.